Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable - lens was not implanted. Section d6b - explant date: not applicable - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a defect or malfunction was identified on one of the haptics of the preloaded monofocal intraocular lens (iol). Through follow-up, we learned that resistance was observed during product handling. The product was in contact with the patient's eye; however, the iol was not delivered into the eye. Patient status is considered "stable". No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 27-may-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The cartridge was found upside down, indicating that the handpiece was disassembled and reassembled incorrectly. Ophthalmic viscosurgical device (ovd) was not observed to be distributed throughout the cartridge. The lens was found to be resting inside the base of the cartridge. The lens module, handpiece, and plunger rod were inspected, and no issues were identified. The lens was removed from the cartridge and was observed to have traces of ovd on the surface. The lens was cleaned and inspected, and minor damage was observed on one haptic. No further evaluation was performed. The complaint issue "difficult to use" was not identified during product evaluation. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.